Event description:
It was reported that the device was in back-up mode. A download attempt was not successful. The ff code indicated that the device had reached eri but the eri code indicated that eri had not been reached. Attempts to reset the ID bit were unsuccessful and further troubleshooting through communication with the device was unsuccessful. The patient had a heart rate of 30 bpm. The device was subsequently replaced.